Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the cannula was discovered to be be broken. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to coronary heart disease on (B)(6) 2023. At 10:20 on the (B)(6) 2023, arterial blood sampling was performed according to the doctor's order. The outer package was unpacked by the bedside. At 10:23, the needle tube was found to be broken and could not be used normally.